Event description:
When a physician used the subject device for a low anterior resection, two units of probes broke and the distal ends fell off inside the pt's body. The broken pieces of the probe were taken out. The physician continued to use the subject devices, though the ultrasonic output warning occurred several times.

Manufacturer narrative:
The subject devices were returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the first probe broke down at 16 mm from the distal end. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked and an ultrasonic output warning occurred. In addition, since the physician continued to use the damaged device w/o remedial action for the ultrasonic output warning, the probe tip was detached. The device instruction manual states the remedial action for the ultrasonic output warning. This report is one of the two reports. Cross reference MFR. Report number 8010047-2012-00154.